Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (check belt alarms) was confirmed. Upon investigation the electrode belt trunk cable was broken. The root cause of the damaged trunk cable cannot be positively identified but was likely excessive force. No adverse event resulted from the damaged trunk cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt called zoll customer support to report that she was getting check belt alarms. The pt was issued a replacement electrode belt.